Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic organ prolapse and urethral hypermobility. Following insertion the patient experienced pain, recurrence, dyspareunia, does not have sex due to embarrassment about physical condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stage iii pelvic organ prolapse, urethral hypermobility, defecatory dysfunction perineal descent. It was reported that the patient had the concurrent procedures of exploratory laparatomy with abdominosacral colpoperineopexy, burch urethropexy, culdoplasty, cystoscopy and lysis of adhesions performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.